Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/10/2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Date of issue is an approximation. On (B)(6) 2017, the patient inserted a sensor, the sensor failed and the patient removed the sensor and transmitter. Upon removal of the device, the patient noticed that there was no sensor wire on the bottom side of the sensor pod. The patient and parents became worried and went to the emergency care center. A sonogram and x-ray was performed and the results of the imaging found no sensor wire stuck in the patient's body. The patient had no further treatment performed and was free to go home. At the time of contact, the patient was doing okay. No additional patient or event information is available. The reported event could not be confirmed. A root cause could not be determined.